Manufacturer narrative:
Device evaluation summary: a slight curve was visible on the taper tip. A kink was observed on the graft cover at the end of the graft/stent stop 8.5cm from the graft cover tip. Damage was visible to the graft cover over the stent stop 17.8cm from the graft cover tip. The guidewire lumen was flushed with no abnormalities noted. There were no leaks observed along the graft cover or handle during flushing. A 0.035-inch guidewire was advanced along the lumen with resistance noted at the kink site. No resistance was observed proximal or distal to the kink site confirming there were no partial blockages. The reported difficulties when flushing the device could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic ulcer. It was reported during the index procedure, several attempts to flush the delivery system of the endurant graft enew2828c80ee were u nsuccessful. The physician replaced the device with an additional enew2828c80ee which was successfully flushed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.